Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was over-infusing. The event occurred during testing. No patient involvement was reported.

Manufacturer narrative:
D3: mfg establishment name updated. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found the air detector to be too high. The reported over-infusion was not confirmed. However, it was also found that the downstream occlusion (dso) seal was delaminated, and the upstream occlusion (uso) seal was buckling. The air detector and dso/uso seals were replaced to fix the issue.